Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It was said that sometimes polident free denture adhesive cream product is swallowed because it melts [accidental device ingestion]. Palate is grazed and had bleeding from it [mouth hemorrhage]. So while trying to detach the adhesive cream with nail [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident free denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started polident free denture adhesive cream. On an unknown date, an unknown time after starting polident free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), mouth hemorrhage, wrong technique in device usage process and product complaint. The action taken with polident free denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, mouth hemorrhage, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, mouth hemorrhage and wrong technique in device usage process to be related to polident free denture adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:adverse event information was received from consumer via call center representative (phone) on 23feb2023. The consumer stated that, "it was said that sometimes polident free denture adhesive cream product is swallowed because it melts and it does not have adhesion and formulation is watery. It was said that sometimes, adhesive cream is strongly attached to the palate, so while trying to detach the adhesive cream with nail, palate is grazed and had bleeding from it." Follow up 1 information was received on 23feb2023 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer (if applicable): no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements based on the investigation, the investigation reports concluded that, complaint stands inconclusive. The pqc number is reported as (B)(4). Follow up 2 information was received on 23feb2023 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer (if applicable): no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Based on the investigation, the investigation reports concluded that, complaint stands inconclusive. The pqc number is reported as (B)(4). Initial, follow up 1 and follow up 2 information was processed together. Follow up 3 information was received on 24feb2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for lot number unknown lot number. Investigation evaluation no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?] Batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Should valid lot details be confirmed the case will be opened and further investigation will be performed on site. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4).